Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high glucose readings issue with the abbott diabetes care (adc) device was reported. The customer received unspecified higher sensor scan results compared to unspecified readings obtained on the healthcare professional meter and noted a horizontal trend arrow which indicates glucose is changing slowly (less than 1 mg/dl per minute). The customer took insulin (dose/type unspecified) but the sensor was still showing high so the customer decided to go to the hospital. At the hospital, the hcp found out that the customer's blood glucose was low and was given an IV fluid. The customer also had an orange juice to increase their sugar. There was no report of death or permanent impairment associated with this event. Reportedly, a sensor result of 313 mg/dl was compared to a healthcare professional meter reading of 81 mg/dl and the results, when plotted on a parkes error grid, fall into the "d" zone, showing the difference in values to be clinically significant. It is unknown when these readings were obtained in relation to the reported adverse event.